Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a groshong PICC was inserted for the patient three days prior. The patient subsequently experienced severe pain at the insertion site. Upon assessment, dr. Attempted to access the PICC; however, there was no backflow or forward flow observed. The patient was then shifted to the operation theatre for further evaluation. During the procedure, the catheter was withdrawn by approximately 4 cm, at which point a small tear in the catheter was identified. The repair was unsuccessful, so the catheter was removed and replaced. No patient injury was reported.